Event description:
The report stated that the jaws of the ligasure impact handpiece locked shut on the first application. They were open enough that the device was easily pulled from the pt with no injury. During the device evaluation, it was found that the jaws of the ligasure impact had closed on the integrated cutter, causing the cutter to break. Visual examination found that a piece of the cutter is missing and it was not returned with the device.

Manufacturer narrative:
Date of initial report: december 21, 2007. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. The site was contacted and informed that a piece of the device was missing. They are deciding on their next actions.